Event description:
It was reported that the pulse generator could not be interrogated post implant. When the pocket was closed, telemetry could not be established in the operating room nor the recovery room. The device was explanted and replaced.

Manufacturer narrative:
As received, the pulse generator had output but no telemetry. The device was cut open and visual inspection did not find any hybrid anomalies. After the device was cut open, it could be interrogated. Failure mode could not be reproduced.